Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy, at colon resection, while trying to fire the stapler, they closed it on the tissue and the stapler was unable to fire, they tried another reload with the same result and also another handle with the same result. After surgery they took the handles and fired normally a reload with a different lot number. There was a problem with the three reloads. The surgical time was extended by thirty minutes or more. They used a different stapler from another manufacturer to complete the case. There was no patient injury.